Event description:
The dr claims that the graft was implanted for an aortic aneurysm replacement and took approx 10 mins to stop bleeding after air evacuation from the graft. The dr tried to control the bleeding with gauze, but was unsuccessful. The bleeding was then controlled by hand pressure. The quantity of blood lost through the graft is unknown and unattainable. There was no injury to the pt. The graft was left in. The pt is doing well now.